Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of (B)(6) results for 1 patient tested for (B)(6). It is not known if erroneous results were reported outside of the laboratory. This information has been requested. On (B)(6) 2016, the patient sample was tested on an abbott architect instrument and the result was (B)(6). The sample was tested on the e 601 instrument on (B)(6) 2016 and the result was (B)(6). The sample was repeated on the e 601 instrument the following day and the result was (B)(6). The customer also sent the sample to the ministry of health communicable disease center and the result was (B)(6). No adverse event occurred. The e 601 instrument serial number was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. The investigation could not be completed as the patient sample was not available.